Manufacturer narrative:
Patient weight is unavailable from the facility. Device lot number, catalog number, expiration date and UDI unavailable from the facility. Device manufacture date unavailable because device lot number unavailable. 510k# unavailable without model number.

Event description:
A lead extraction case commenced to remove three leads, two right ventricular (rv) and one right atrial (ra), due to bacteremia and pocket infection. All three of the leads were prepared with a spectranetics lead locking device (lld) to act as a traction platform in the extraction attempts. A spectranetics glidelight laser sheath and a tightrail rotating dialator sheath was utilized to remove the leads. During the removal of the rv lead, traction was applied to the rv lead and at this time the patient's blood pressure dropped. Rescue efforts began immediately, including rescue device and sternotomy. A tear was identified at the superior vena cava (svc). The patient was placed on pump, the tear successfully repaired, and the patient survived the procedure. Follow up information from the philips representative at the case stated that the physician believes the rv lead had been adhered to the wall of the svc due to adhesions. When traction was applied to the rv lead, the rv lead was removed from the wall of the svc, causing a tear.